Event description:
The lay user/patient in (B)(4) reported blood glucose values of "144 mg/dl and 103 mg/dl" with the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. There was no injury and no treatment associated with this issue, however this complaint is being reported because the subject device did not meet lfs's accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.